Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one image and one video were provided and reviewed. The provided image and video shows a snare catheter trying to capture a free-floating catheter which was partially in the ivc. However it is unknown whether the catheter is disconnected or broken. Therefore, the investigation is inconclusive for the reported catheter disconnection issue. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. H10: d4 (expiry date: 03/2022), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three months post port placement through right internal jugular vein, the catheter allegedly detached. It was further reported that the limb of the port implantation has not suffered a collision, nor performed physical labor. The port was removed and there was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the MRI low profile implantable port w/brov 6.6f products that are cleared in the us. The pro code and 510 k number for the MRI low profile implantable port w/brov 6.6f products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending, as well as image and video were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that approximately three months post port placement through right internal jugular vein, the catheter allegedly detached. It was further reported that the limb of the port implantation has not suffered a collision, nor performed physical labor. The port was removed and there was no reported patient injury.